Event description:
Medtronic received report that a non-healthcare professional experienced resistance during intubation. The customer stated the tube was too long with a rough distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.